Event description:
It was reported that during a atrial flutter procedure, char occurred. The physician was performing ablation in the atrium using a 10mm blazer prime catheter. The physician was not seeing the degradation of the electrograms and removed the catheter several times and noticed char on the tip. The patient was given heparin. After thirty minutes of attempting to use the catheter, the physician switched to an irrigated catheter and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the returned device has burned blood at the tip (char). Visual inspection and electrical testing were performed and the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a atrial flutter procedure, char occurred. The physician was performing ablation in the atrium using a 10mm blazer prime catheter. The physician was not seeing the degradation of the electrograms and removed the catheter several times and noticed char on the tip. The patient was given heparin. After thirty minutes of attempting to use the catheter, the physician switched to an irrigated catheter and completed the procedure. No patient complications were reported.